Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had storage space that was not recoverable. The customer stated that there was delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because main drawer showed medications in a failed pocket. A field service engineer opened the back panel and manually released drawer. After drawer was opened, it appeared in the application as recoverable. The system functioned as intended after the field service engineer troubleshooted the device.